Event description:
It was reported that the patient's controller changes from one power port to the next one before batteries are down to 25%. The batteries were replaced from the hospital. There was no effect on the patient as a result of this event. This is report 2 of 4.

Manufacturer narrative:
Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. This is two of four reports (3007042319-2015-00767, 3007042319-201500768, 3007042319-2015-00769 and 3007042319-2015-00770) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. The company is seeking this information through the event investigation. This is two of four reports (3007042319-2015-00767, 3007042319-2015-00768, 3007042319-2015-00769 and 3007042319-2015-00770) submitted for devices related to the same event.